Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm, no delivery alarm, and has rejected new batteries. No further details provided. Customer declined transfer to the 24 hour helpline. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pump will /will not be returned for analysis.